Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call failed battery test alarm and low battery alarm. Customer's blood glucose level was unknown. Troubleshooting for low battery was performed. Customer was advised to make sure they use an energizer battery and to make sure the battery compartment is properly aligned with the insulin pump. Customer received failed battery test in addition to the low battery alarm. Customer's mother declined to troubleshoot for failed battery test due to placing a new battery inside of the device. Customer's mother advised they would monitor the device and call back if issues persist.